Manufacturer narrative:
Product anticipated to return, a f/u will be provided upon completion of investigation.

Event description:
Incident as reported - "surgeon noticed some bleeding at the site of the trocar causing new intervention to stop it. Bleedings causing new intervention."